Manufacturer narrative:
Additional information was received on december 26, 2021. The device, previously reported as unknown, is a 275cc mentor memorygel breast implant. Lot #6006240 catalog #3542757. A manufacturing record evaluation was performed for the finished device 6006240 number, and no non-conformances were identified. Mentor is aware that manufactured date reported occurs after the implant date reported. However, this is the only information made available. If additional information is made available in the future, then a supplemental report will be submitted. The impacted product was received by the failure analysis lab on january 7, 2022. The investigation of the returned device was completed by the failure analysis lab on january 7, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with siltex cracking. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with an unknown mentor gel implant experienced rupture accompanied by discomfort post procedure. The rupture was diagnosed through magnetic resonance imaging. As a result, explant was performed on b)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture/discomfort. Manufacturer¿s reference number: (B)(4).